Manufacturer narrative:
The ablation procedure was performed on (b)(6 2016, the above information was shared with cardiofocus on 21-nov-2016. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Phrenic nerve damage leading to diaphragmatic paralysis.

Manufacturer narrative:
The following correction is done in device manufacturers only - event problem and evaluation codes - device code - 2993. The device code was incorrectly listed as 1670 - 2017. The corrected device code is 2993. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Phrenic nerve damage leading to diaphragmatic paralysis.